Event description:
A philips employee became aware of a journal article (published online 16mar2024) ¿safety and effectiveness of excimer laser ablation combined with drug-coated balloon for atherosclerotic obliterans in the lower extremity¿. The study retrospectively aimed to evaluate the safety and effectiveness of excimer laser ablation (ela) combined with drug-coated balloon (dcb) for atherosclerotic obliterans (aso) of the lower extremities. A total of 71 patients were enrolled in the study between june 2019 and december 2020. All lesions were sequentially treated with spectranetics turbo-elite laser atherectomy catheters. Procedural complications included 5 flow-limiting dissections treated with self-expanding stents, 4 distal embolizations, and 1 arterial perforation. Additionally, 2 patients underwent major amputation within 2 weeks after the procedure. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 16mar2024 has been used, the date of publication. Xiaolang jiang, shuai ju, bin chen, junhao jiang, yun shi, tao ma, changpo lin, xin xu, weiguo fu, zhihui dong. Safety and effectiveness of excimer laser ablation combined with drug-coated balloon for atherosclerotic obliterans in the lower extremity. Volume 30, issue 5, https://doi.org/10.1177/15266028221092979. This report captures the serious injuries that occurred after use of the turbo-elite device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - mean age 73.4. A3a) patient sex - male (52%). A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, dissection, embolism, perforation, and amputation are listed as potential adverse events with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.